Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at a follow-up session the lead was found to be non-working. At the time of lead revision, fluoroscopy revealed gross lead dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.